Event description:
The customer reported to olympus that the single use aspiration needle punctured through sheath when trying to deploy it. The issue was observed during a diagnostic (ebus) procedure. The procedure was completed with a similar device and with a 10-minute delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. This report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device was returned without the original packaging. Market quality performed a visual inspection on the ¿as received¿ condition and observed no damage to the locking mechanism, handle, or slider. The device was returned with the stylet still intact. The needle tip appears to be bent, and visual residue is apparent on the distal end. A bend is noted towards the proximal end boot of the sheath. A functional check was performed by manipulating the slider back and forth; the needle did extents out of the side of the distal end sheath about 7mm from the opening of the distal end. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the procedure was prolonged due to replacing the needle. As for the needle penetrating the sheath, creating a hole in the sheath it is likely the phenomenon occurred due to the following mechanism: ¿the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. ¿the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. ¿when an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. ¿the needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. Regarding the buckling of the insertion tube, it is thought that some kind of bending load was applied to the insertion tube during removal from the tray or during pre-use inspection, causing it to bend, but the cause of the buckling could not be determined. The following is included in the device instructions for use (IFU) and may prevent the event: "·do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break ·do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. ·return the endoscope's up/down angle lever to neutral before inserting the aspiration needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle. ·when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.